Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi contacted the corresponding author of the article, who stated that the information requested by csi (causes of the events, attributability to csi device, lot numbers, etc.) Was not available. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Barrett c, warsavage t, kovach c, mcguinn e, plomondon me, armstrong ej, waldo sw. Comparison of rotational and orbital atherectomy for the treatment of calcific coronary lesions: insights from the va clinical assessment reporting and tracking (cart) program. Catheter cardiovasc interv. 2021 feb 1;97(2):e219-e226. Doi: 10.1002/ccd.28971. Epub 2020 may 25. Pmid: 32449836. (B)(4).

Event description:
Barrett et al., 2020 - a literature article was published and indicated that three myocardial infarctions, 16 perforations, 13 no reflow events, 25 dissections and three acute closure events occurred. Balloon tamponade, stenting, and medical treatment was likely administered to resolve some of the events. Per the physician, it is unknown if the no reflow, dissections, acute closure and myocardial infarction events were related to the csi devices.